Event description:
It was reported that during implant of the left ventricular lead, a guidewire was unable to be removed from the leads body. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.